Event description:
It was reported, that the bd alaris medical infusion system administration set. Disconnects spontaneously. The following information was provided by the initial reporter: we have the rns thoroughly checking the tubing now, before beginning the infusion. So the newest ones are being caught up front with only saline in the line. Midas entry completed.

Manufacturer narrative:
H6: investigation summary: a complaint of tubing disconnecting, during use was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues. Disconnection could not be verified, due to the product not being returned for failure investigation. A device history record review for model#: 10014881, lot number#: 22119316 was performed. There were no quality notifications issued, for the failure mode reported by the customer, during the production build of this set. Due to no sample being received, an investigation could not be performed. And a root cause could not be determined.

Event description:
It was reported that the bd alaris medical infusion system administration set disconnects spontaneously. The following information was provided by the initial reporter: we have the rns thoroughly checking the tubing now before beginning the infusion so the newest ones are being caught up front with only saline in the line. Midas entry completed.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.